Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
It was reported that the customer noticed that the top of the battery compartment was cracked. Customer's mother stated that the battery compartment was cracked and the lip looks whiter like it's been over tightened or broken. Customer's blood glucose level was 600 mg/dl. Customer treated with a manual injection. Customer's mother is troubleshooting on behalf of the customer. Customer is sick and has a back-up plan. Troubleshooting was performed and customer did not have a tubing clamp to perform high pressure tests. Insulin pump will be replaced due to physical damages. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.